Event description:
Patient reported, folds in the right prosthesis. Diagnosed via MRI. The physician later confirmed, capsular contracture, baker grade IV. Diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. Deformation: observed deformation on the device. As per the investigation procedure, particles, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported folds in the right prosthesis diagnosed via MRI. The physician later confirmed capsular contracture, baker grade IV, diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/13/2024.

Event description:
Patient reported folds in the right prosthesis diagnosed via MRI. The physician later confirmed capsular contracture, baker grade IV, diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified. Deformation: deformation observed. Capsular contracture: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, folds in the right prosthesis. Diagnosed via MRI. The physician later confirmed, capsular contracture, baker grade IV. Diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.